Event description:
The event is reported as: a few hours after use, the patient's tube broke near the collection chamber. The nurse clamped the thoracic catheter and applied a new drainage unit. The user is asserting they did not pull or move the patient tube. No patient injury reported.

Manufacturer narrative:
Evaluation, method: device history record review. Results: the device history record for lot# 02k0900645 was reviewed. No issues or discrepancies that can potentially relate to the complaint description were detected. Conclusions: device not returned, no evaluation will be performed. The customer complaint can not be confirmed due to the lack of sample or picture. If additional information about the conditions in which the product was used or sample is available, this complaint will be updated accordingly. A follow-up report will be submitted if additional information is received.